Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant stent graft balloon was used in an unknown endovascular procedure. It was reported that during the index procedure, once the lumbar artery was embolized the balloon was used in order to assist with cannulation to the lumbar artery. It was reported that the balloon was used as per the instructions, it was deflated once. Then when inflation was attempted it failed, and it was confirmed by fluoroscopy that the contrast agent had leaked. This device was removed and replaced with another reliant balloon and the procedure completed successfully. As per the physician the cause of the event is anatomy. It was noted that the balloon may have come in contact with calcification near the thoracic artery causing it to burst. No additional clinical sequalae were provided and the patient is fine.